Event description:
It was reported the patient's pump was making a noise about every 10-15 minutes. The patient contacted their healthcare professional (hcp) and was instructed to "make sure it wasn't something in the house". After some troubleshooting, it was determined to be a critical alarm. The alarm was later determined to be due to a motor stall that occurred on (B)(6) 2014 at 19:58. A motor stall recovery was recorded on (B)(6) 2014 at 1:55 am. The patient was reported to have woken up on (B)(6) 2014 and was "shaky and achy", experienced increased pain, chills and slight malaise. The patient felt "a little like withdrawal" and ended up taking 3 norco. Following the stall recovery, the patient was doing well and receiving effective therapy. The patient was no longer taking oral medication. The pump was used to deliver sufentanil and baclofen.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).